Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that steam pop occurred. During an ablation for atrial tachycardia in the right atrium, a steam pop occurred with the intellanav open irrigated catheter near the coronary sinus ostium. The patient's blood pressure remained normal. The suspected cause was that the physician was ablating on this anatomy structure. High flow was set for 30 watts or more and low flow for less than 30 watts. Impedance values were unknown. The procedure was completed without replacing the catheter. No patient complications were reported.